Manufacturer narrative:
The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. Furthermore, it was determined that the ltv had low battery and the end user resolved the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the lap top 1000 ventilator shut off while on patient during transport, but no harm associated with the reported event. The end users were not using an external battery pack and the assumption is the internal battery died. Furthermore, the customer confirmed that the unit got plugged in as soon as the user saw it was not charged.